Event description:
It was reported the patient's spectra penile prosthesis revision occurred. The reason for the revision was due to erosion. No patient complications were reported in relation to this event.